Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 426mg/dl. Customer also stated they were hospitalized due to kidney transplant. Customer was treated with insulin pump. Customer declined to troubleshoot for high blood glucose value. The insulin pump will not be returned for analysis. It is unclear if the customer was using the auto-mode feature at the time of the incident. A follow-up request has been created to determine this information.